Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anus during an endoscopic ligation procedure performed on (B)(6) 2024. During preparation outside the patient, it was noticed that parts of the device were damaged. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the ligator housing still had four bands attached and were overlapped, the ligator housing teeth were bent, and the trip wire was broken. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable investigation result of bands unable to deploy. Imdrf device code a04 captures the reportable investigation result of ligator head teeth bent/damaged. Imdrf device code a0401captures the reportable investigation result of trip wire break. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had four bands still attached to it, the bands overlapped and damaged, the ligator housing teeth were bent, the suture was stuck with the trip wire, and the trip wire was broken. The handle wheel would not rotate since the trip wire was stuck within the wheel and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The product analysis revealed that the ligator housing had four bands still attached to it, the bands overlapped and damaged, the ligator housing teeth were bent, the suture was stuck with the trip wire, and the trip wire was broken. The handle wheel would not rotate since the trip wire was stuck within the wheel. It is possible that the trip wire got broken since it was impossible for the physician to deploy the bands, which possibly made the physician to use more force to deploy the bands and could ultimately add more pressure to the whole system making the trip wire get broken in the process. However, the trip wire was broken right next to the handle, this cut was most likely done to the trip wire by the physician to take out the device from the scope once the bands weren't able to be deployed by the previously explained failure modes seen on the analysis. The suture from the bands probably got stuck within the trip wire and the trip wire got stuck within the handle. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on this ligator housing teeth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable investigation result of bands unable to deploy. Imdrf device code a04 captures the reportable investigation result of ligator head teeth bent/damaged. Imdrf device code a0401 captures the reportable investigation result of trip wire break. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had four bands still attached to it, the bands overlapped and damaged, the ligator housing teeth were bent, the suture was stuck with the trip wire, and the trip wire was broken. The handle wheel would not rotate since the trip wire was stuck within the wheel and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The product analysis revealed that the ligator housing had four bands still attached to it, the bands overlapped and damaged, the ligator housing teeth were bent, the suture was stuck with the trip wire, and the trip wire was broken. The handle wheel would not rotate since the trip wire was stuck within the wheel. It is possible that the trip wire got broken since it was impossible for the physician to deploy the bands, which possibly made the physician to use more force to deploy the bands and could ultimately add more pressure to the whole system making the trip wire get broken in the process. However, the trip wire was broken right next to the handle, this cut was most likely done to the trip wire by the physician to take out the device from the scope once the bands weren't able to be deployed by the previously explained failure modes seen on the analysis. The suture from the bands probably got stuck within the trip wire and the trip wire got stuck within the handle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anus during an endoscopic ligation procedure performed on (B)(6) 2024. During preparation outside the patient, it was noticed that parts of the device were damaged. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the ligator housing still had four bands attached and were overlapped, the ligator housing teeth were bent, and the trip wire was broken. Please refer to block h11 for full investigation details.